Event description:
Staff believed they were utilizing processed human tissue. It is now believed that there was no tissue. It is now believed that there was no tissue in the container and that gauze was implanted.